Event description:
It was reported that a pain pump, which had been placed following a shoulder procedure, was removed prior to the complete delivery of the pain medication. The pump had a blockage error which was able to be resolved but the pt felt, the pump was pumping too frequently. The pump was removed without any complications. Upon discharge, the pt had been prescribed vicodin which was taken in addition to the pain pump. The pt was readmitted to the hospital the following day for supplemental pain management therapy. Additional attempts have been made but were unsuccessful in gathering additional details surrounding the hospital readmittance.

Manufacturer narrative:
The pump was returned to the manufacturer for an internal investigation. According to the investigation details, the blockage sensor did not suffer any damage since the resistance was within the allowable range. The pt had indicated that the blockage was resolved by tugging on the tubing set, this indicates that tubing set was not fully primed prior to being connected to the pump. The instructions for use contains priming instructions and recommends to let the tubing set fully prime before connecting it and to eliminate any kinks in the tubing. The pump was further investigated for the complaint that the pump was pumping too frequently. The pcb was evaluated in order to diagnose a motor failure that may have caused the motor to run continuously. Based on the testing info, the motor did not turn to deliver medication during this test which indicates that it operated as intended and that any failure that could lead the motor to run continuously was ruled out during unit eval. It is likely that customer pressed the bolus button, when the bolus button is pressed, the pump could run for a certain period of time. The IFU explains that is normal for the pump to cycle more rapidly for several minutes while the extra dose is being dispensed.